Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he wanted to check his insulin pump to see if it was working. His blood glucose at time of call was 248 mg/dl however, it had gone up to 531 mg/dl. Troubleshooting found that the customer's drive support cap was normal and that there were air bubbles in reservoir but customer declined to troubleshoot this and did not want to troubleshoot site issues. Was also found that time and date settings were wrong which were corrected. Customer was advised to monitor pump and to follow up with doctor. Troubleshooting indicated that the device was performing as designed and declined to send pump for analysis.